Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on customer's bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.